Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for the evaluation, but was returned to sorc. Sorc found break in the pins of video connector and consumption of the battery inside the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record related to the event for the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there was the possibility that the reported phenomenon was attributed to the damage in the video connector pins due to long-term repeated uses, because the video connector pins transmit video signal from an endoscope to a video processor.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the video image of an endoscope was not displayed on the monitor. During the incoming inspection by olympus service operation repair center (sorc), the reported phenomenon was duplicated. There was no patient injury associated with this report.